Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the light guide lever was immersed in liquid which caused the blurred image. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a blurred image. There were no reports of patient involvement.